Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. A non mdtcuff was implanted at the end of the neck to cover the inferior mesenteric artery and the endurant ii bifurcation stent graft was then implanted. No issue was noted during the procedure. It was reported one week post the index procedure, a CT scan showed in-folding of the bifurcated stent graft. As per the physician the cause of the event was due to oversizing. It was reported, as the patient had reverse taper shape neck, even though the products were selected considering the diameter of the vessel at the end of the neck, the product might have been slightly oversized against the vessel diameter around the origin of the renal artery. It was reported however, in-folding never occurred with such a product selection for the reverse taper shape neck. It was also reported the folding occurred even in the position where the endurant ii bifurcated stent graft did not overlap with the implanted gore cuff and it was thus considered that there was unlikely to be any relevance between the event and the cuff device. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Film evaluation summary: the reported infolding of the bifurcate was confirmed from the films returned; however, the exact cause be determined. However, it appears likely that stent graft oversizing was a primary contributor. Pre-implant CT¿s revealed that the patient had a 60mm maximum diameter infrarenal aaa. The proximal neck was mildly angulated with no appreciable calcification, and was conical-shaped with thrombus. The neck diameter just below the left renal artery measured ~23mm (21mm flow lumen), and ranged from 23 ¿ 25 ¿ 29 ¿ 32mm along a 30mm length. The aaa also contained significant thrombus (25mm average flow lumen diameter), and the iliac arteries were non-tortuous with mild thrombus and calcification. Excerpts from 95 short (1 sec to 3 minutes) videos during implant were reviewed. The video¿s showed real time images of the angiogram, patient vital signs, and a live camera in the suite showing the surgical team performing the implant. The viewable angiograms were small making measurements approximate and assessment difficult. A non-mdt aortic cuff was seen initially implanted to near the top of the aaa sac just below the neck. The endurant bifurcate was brought up the right side within the previously implanted cuff, and was implanted ~30mm above the top of the cuff. The proximal neck was notably conical-shaped. The flow lumen just below the left and lowest right accessory renal measured ~20mm, 10mm below the right renal was 25mm, and 20mm below the lowest right renal was 29mm. The bifurcate was then seen slowly released down to the level of the gate, which opened on the right side just below the distal end of the cuff. Nothing unusual was observed during deployment; however, the small video screen did not allow for a complete assessment during deployment. The suprarenal stents were then seen deployed normally followed by full deployment of the right/ipsi limb into the right common iliac, a limb extension was implanted on the right side, and the contra limb was implanted into the distal portion of the left common iliac artery. Angio injection from above the suprarenal stents revealed that the bifurcate proximal graft margin had been implanted just below the left renal. From the calibrated catheter, the flow lumen at the top of the device (just below the left renal) measured ~20mm, 10mm lower was 20mm, 20mm lower was ~23mm, and did not appear to have completely expanded. No endoleak was observed and the stent graft components were patent. The angiogram was then rotated to rao 45° and possible duel flow lumens were observed within the bifurcate aortic body signifying potential device infolding or a flow disturbance. CT¿s from 6 days post-implant revealed that the bifurcate was positioned just below the left renal artery. Beginning at the bifurcate proximal graft margin and extending distally to the flow divider, the bifurcate had radially infolded along the right-antero side of the aortic body. The maximum amount of radially infolding measured ~15mm, and no suprarenal stent graft entanglement was observed. Approximately 15mm above the level of the bifurcate flow divider, a non-mdt (gore) aortic cuff was seen having been implanted into the top of the aaa sac, and the cuff did not appear in contact with the infolded portion of the bifurcate aortic body. The stent graft od at the level of the suprarenal stent apices (and sma) measured ~22mm, and the bifurcate od at the proximal margin near the start of the infold measured 20 x 23mm and appeared well apposed to the aortic wall; no clear endoleak was observed. The devices were patent, however, ¿duel¿ flow channels were seen within the aortic body, and a slight amount of thrombus was observed along the inner ID of the right/ipsi limb. From the returned films and videos it appears most likely that stent graft oversizing, implanting a 32mm diameter bifurcate into a 23mm diameter (21mm flow lumen) aortic neck, likely led to the resulting infolding. Lack of video resolution did not allow for a comprehensive assessment of the aortic body stents; therefore, infolding at implant could not be confirmed, but it appears most likely that the infolding occurred during implant. It could not be confirmed from the films if there was any infolding contribution due to implanting the non-mdt aortic cuff prior to implanting the bifurcate. If information is provided in the future, a supplemental report will be issued.